Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. A 1.5mm x 20mm x 142cm and 2.0 x 4 coyote es balloon were advanced for dilation. However, when the balloon was pressurized at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. A 1.5mm x 20mm x 142cm and 2.0 x 4 coyote es balloon were advanced for dilation. However, when the balloon was pressurized at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the correct target lesion was located in the right anterior tibial artery. Additionally, the balloon ruptured upon first inflation at 6-8 atmospheres. The device was removed without any complications and the procedure was completed using another balloon catheter.